Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Alleges customer fell forward when the right caster barrel collapsed after one of the caster barrel bolts fell off.